Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8120-70 lot#: 209135a description: artisan surgical lead, 70cm the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patients pocket site had fluid present. It was also noted that the lead had several contacts out. The patient underwent a revision procedure wherein the lead and ipg were replaced. Device malfunction was suspected with the lead. The patient was doing well postoperatively.